Event description:
During implantation of a plate to treat a fracture, the doctor observed a hairline fracture previously not present. The cause may have been the insertion of the screw (due to bone quality) or it may have been overlooked by the surgeon before insertion of the screw.

Manufacturer narrative:
Additional MDR associated with this event: 3025141-2014-00028: screw.